Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 04/20/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on (B) (6) 2007 the pt was admitted to a hospital. While hospitalized, the pt was alleged to be administered heparin and developed hypotension and began to have symptoms consistent with the hypersensitivity-type adverse reactions associated with contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt passed on an unk date.